Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to incorrect translation or inadequate instructions. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the survey respondent stated no ¿the instructions for use (IFU) for the following bard/becton dickinson product(s) does not provide sufficient information about the product(s) and its or their medical application(s)" because "illegible information , missing information , lack of maintenance documentation or guidelines, and inadequate instructions for healthcare professionals" in relation to the biocath® foley catheter, 3-way catheter, 30 ml balloon, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the survey respondent stated no ¿the instructions for use (IFU) for the following bard/becton dickinson product(s) does not provide sufficient information about the product(s) and its or their medical application(s)" because "illegible information , missing information , lack of maintenance documentation or guidelines, and inadequate instructions for healthcare professionals" in relation to the biocath® foley catheter, 3-way catheter, 30 ml balloon, no french size specified.